Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the recharging issues, pocket pain, and inflammation was unknown. The patient received an injection from physician to into pocket. States it only improved pain a little x 3 days.the issue has not been resolved. The information was also confirmed with a physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient showed up at the managing physician's office wanting to be seen for a painful pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep noted they had a text from the patient on (B)(6) 2024 stating "my pocket is continuing to be extremely painful while charging. Within five minutes it begins hurting like someone is applying an excessive amount of pressure to the area and then it remains tender to the touch for 2 to 3 days afterward. When I came in on (B)(6), the hcp did a lidocaine injection around the area which helped, but I don't wanna have to get a lidocaine shot every two months necessarily." On (B)(6) 2024 e3 (rep): additional information was received from a manufacturer representative (rep). It was reported that the patient showed up at the managing physician's office wanting to be seen for a painful pocket. Additional information was received from a patient (pt). It was reported that they got replacement recharger (rtm), but still get a recharging needs attention screen and will then be able to charge a little bit. The patient still has pain from charging the implantable neurostimulator (ins). Reviewed that this issue must be address by rep/healthcare provider (hcp). The pt became upset with patient services (pss). Tried to reviewed pss role vs dr/rep role. Pt says they will continue to work with hcp. On (B)(6) 2024 rtg0651730 (rep): additional information was received from a manufacturer representative (rep). It was reported the they had followed up already regarding patient getting an injection again last monday and the rep seeing patient and checking impedances and finding them fine. The pss agent reviewed content of patient's previous calls. Reviewed possibly trying the recharger over the ins but without charging to see if the pressure is causing an issue or reducing the speed of charging. The rep will contact the patient to discuss. The rep reported the patient said that "tech services" had told her that she may need a new battery. Reviewed this is not consistent with expectations in this situation.

Event description:
Additional information was received from manufacturer's representative stating they called to provide f/u on patient today. Per representative: pocket was revised and replaced ins on (B)(6) 2024. Ins was moved to the right side. Representative had asked for old implantable neurostimulator (ins) to be returned to medtronic when hospital was completed with it. Information not known by the representative: pt weight and reason for the burning at the old ins site. Pt stated in recovery that they were already feeling better.

Manufacturer narrative:
B5: event description updated. Patient outcome code changed to serious injury due to implantable neurostimulator (ins) explantation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that nothing has changed. The patient continues to have pain at the pocket site. A possible pocket revision might take place but not scheduled.

Manufacturer narrative:
G3 in previous device evaluation report (B)(6) 2024 was added inherently. Instead g3 date should be (B)(6) 2024 which was corrected in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported for the past 3-4 months, they had significantly increased pain when charging their implanted neurostimulator over 20 minute intervals. Patient said they had been speaking with their representative about the issue and had changed their therapy settings from 4.0 to 2.0 when charging implanted device. Patient mentioned that instead of charging on 4, they were charging on 2, but the pain became excruciating and hurt for days after charging and they could only charge in 10% intervals at a time. Patient stated their rep redirected patient to patient services as they may need a new recharger. Patient also mentioned that the implant site was starting to get inflamed so they went in for an injection of lidocaine in mid june to try to calm it down. Patient confirmed they did not feel any physical burns from the paddle, but when they went to charge in june, there was very definite bruising around the bottom left side of the implant under the skin, like the skin was bruised and there was no known cause of why. Agent asked patient if the equipment felt like it was heating up and patient said the equipment did feel like it would get hot, but not consistently. Patient confirmed no physical damage to the recharger. Patient tried laying down and charging with the belt and they hadn't noticed a difference in either position being any less painful. The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent advised patient to follow up with their healthcare provider if the issue persisted with the new equipment.  Additional information was received from a manufacturer representative (rep). The rep noted they had a text from the patient on 8/24/24 stating "my pocket is continuing to be extremely painful while charging. Within five minutes it begins hurting like someone is applying an excessive amount of pressure to the area and then it remains tender to the touch for 2 to 3 days afterward. When I came in june, dr kraus did a lidocaine injection around the area which helped, but I don¿t wanna have to get a lidocaine shot every two months necessarily."

Manufacturer narrative:
B3: date is approximate with year valis. Continuation of d10: product ID 97755-s lot# serial# (B)(6); implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 : product ID 97755-s ; serial# (B)(6); product type recharger was returned for product analysis. Analysis found that the complaint was unverified. Found no issues with finding or charging implantable neurostimulator (ins). Recharger antenna passed final functional test. No visual anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.